Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional ino is available at this time. The event of "a wormy looking line sticking out that was kind of blue" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Pt reported that after injection in the tear troughs with juvederm voluma with lidocaine, the pt experienced "like a wormy looking line sticking out that was kind of blue," "on my cheek just below the left tear trough" and that another physician who the pt consulted with on a later date described the event as involving "edema" in the tear trough. Massage, hyaluronidase further injections of juvederm voluma xc were provided as treatment. Pt does not want us to contact any injectors. Pt reported that symptoms are ongoing.